Event description:
It was reported that the patient expired one day post implant. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was tested on the bench as well as using automated test equipment, and no anomaly was found.